Event description:
It was reported that an altitude alarm appeared on the pump, and the customer's blood glucose level at the time of the event was not provided. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to clean the pump's speaker holes and perform a reset with the current and new cartridges. Despite these efforts, insulin delivery could not be resumed immediately. The customer was advised to load a new cartridge when ready and reach out if the issue continued, receiving guidance on preventing future altitude alarms.